Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker after smr 5 installation, 13 devices observed an issue where battery voltage becomes frozen and does not show the correct value and will instead show voltage of previous interrogation. No faults or errors occur when this data issue is observed. At this time, no adverse patient effects have been reported and with current information. The device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is related to 2124215-2025-91624 as both battery measurements inconsistencies where related to the lower ambient temperature and are not representative of what the measurements would have been in the body.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker after smr 5 installation, 13 devices observed an issue where battery voltage becomes frozen and does not show the correct value and will instead show voltage of previous interrogation. No faults or errors occur when this data issue is observed. At this time, no adverse patient effects have been reported and with current information the device remains in service. Subsequently, additional information clarified that this pacemaker had already been explanted and replaced with a non-boston scientific device prior to the recording of frozen battery voltage. The explanted device was retained by the patient at home and placed near the patient active latitude communicator, which prompted the transmission. It was noted that the battery chemistry is sensitive to temperature and, due to the device being explanted, the loaded battery measurements were affected by the lower ambient temperature and are not representative of what the measurements would have been in the body. No adverse patient effects were reported. The explanted device remains in the possession of the patient and is not expected to be returned.